Manufacturer narrative:
Product complaint # (B)(4). Batch # t5cf6n. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with an ecr60d partially fired 1/16 cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during a bariatric procedure the handle was tight and the jaws would not open completely. A similar device was used to complete the procedure successfully. There were no adverse patient consequences.